Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. As received, the monitor failed to execute a baseline ECG recording as it would not recognize electrode connection. Upon evaluation, the r781 resistor was open. The cause of the test failure is the open resistor. The root cause of the open resistor was not positively identified but the damage is consistent with external defibrillations. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it could not complete testing.